Manufacturer narrative:
Clarification to d.6a: partial implant date reported as year 2012 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture to unknown side. Device remains implanted.